Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were slits on the balloon.

Event description:
It was reported that there were slits on the balloon.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted a hole measuring 0.3555" in the surface of the balloon. Upon further inspection, no pieces were missing. This was a failure, which stated that balloon must not be torn. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tool with bent core pins. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.